Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and physician via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the physician called the rep to have them come and see the patient as they were getting belly stimulation. The patient was on group c, getting painful stimulation at 1v. On the other two groups, it was reported they were getting good stimulation. Group c was reprogrammed. Impedances were checked and all were ok. The rep let the doctor know what they did and the doctor told them they did an x-ray and it showed that the left lead had moved anteriorly, so they told them to not use it. The rep informed them that all programming that was done was on the right lead. Actions taken to resolve the issue was the patient as reprogrammed to the right lead. The issue was resolved at the time of the event. No surgical intervention occurred or was planned. It was reported that the event occurred in 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.